Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. Fluoroscopy imaging showed that the lead was dislodged. The lead was capped and replaced on 30 jan 2024. The patient condition was stable.